Event description:
A customer reported an unspecified low scan value while wearing the adc freestyle libre 2 sensor compared to a lab test. As a result, on (B)(6) 2021, the customer had a seizure, however, there was no third-party medical treatment provided. No further information was reported. There was no report of death or permanent injury associated with this event. A sensor scan result of 4 mmol/l was compared to a laboratory result of 12.7 mmol/l, these results, when plotted on a parkes error grid, fell into the 'c' zone showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the medical event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date reported as "yesterday." All pertinent information available to abbott diabetes care has been submitted.